Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and MRI expose anomaly due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error. Customer¿s blood glucose level was 170 mg/dl. Customer reported that they were able to clear the alarm and unable to complete rewind insulin pump . The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.